Event description:
The customer reported that during the same procedure, two temporary pacing electrode catheters were found to be "too short" for femoral access; and therefore, they had to use the jugular access. Furthermore, the customer reported that the distal electrode on one of the catheters was nonconforming and prevented the introduction of the catheter through the introducer. The customer does not know which lot number is related to the nonconforming distal electrode problem. In addition, only one device is available for analysis and the lot number of this device is unk. On (B)(6) 2012 new info received reported that the pt needed a "stimulation urgently" and it was impossible to use the device due to the shorter length. At this time, the device has not been received by the MFR to perform an eval. (B)(4).